Manufacturer narrative:
Device received with constant no motor movement alarm during rewind due to corroded motor home switch. Unable to confirm the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm due to no motor movement alarm during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.